Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door latch failed frequently and required replacement. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 3 was clicking and continuously failed. A field service engineer (fse) had replaced the micro switches within the latch assembly and had reseated the harness cable. The fse had run the hardware test application test tool. The fse had restarted the station, and the escort had performed an inventory count. The system functioned as intended after the field service engineer repaired the device.